Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 alarm that occurred during dwell 1/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp left clamps open on 2 unused supply lines from the homechoice set. Tsc assisted hp in ending their therapy early. Hp was given prophylactic antibiotics as a result of this incident.